Event description:
It was reported that femur cutting slot was not fully formed on block. Surgeon went to cut through block, and the saw blade could not fit through. No delay, back-up device was not available and no patient injury or impact was involved.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the procedure was concluded with regular instruments and no previous injury was been reported, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.